Event description:
The surgeon attempted to implant a lens but it tore as it was advancing, prior to being implanted. There was no patient contact or injury. The nurse stated it was unknown as to why the lens tore. An msi-tm injector and an aq fr cartridge were used but the nurse was unable to recall the lot numbers.